Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0r4uq, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that the therapy worked for 3 months and then stopped working. The patient went in for programming and it worked for 1 week and then stopped working again. For the past month, symptoms had gotten worse. Program 3 was increased but this was not effective. Right before therapy stopped working 1 month prior to this report, the patient had felt a pain sensation in the groin while walking. He reduced stimulation but then all stimulation sensation stopped and the symptoms started to get worse. No falls/trauma occurred. The patient was feeling stimulation at the time of this report. The patient was experiencing pain and discomfort at the groin and implantable neurostimulator (ins) site since (B)(6) 2015.. This event was noted to be sudden. The patient changed to program 4 at 2.0 volts and could feel stimulation. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the issue and if it was resolved.

Event description:
It was later reported that the patient met with representative and health care provider (hcp) and they adjusted the device and it was working. When they reprogrammed the device patient felt fine. The patient indicated that she should have contacted them sooner.